Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0204306435, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 15mg/ml at 4 mg/day and bupivacaine 30 mg/ml at 8 mg/day with q4h flex dosing via an implantable pump. It was reported that ¿pump/catheter failure¿ occurred. A pump refill was performed on (B)(6) 2021; the expected reservoir volume (erv) was 6.5 ml and the actual reservoir volume (arv) was 20 ml. They confirmed the placement of the needle via x-ray (it was in the correct placement), refilled the pump, and then performed a catheter check; they were unable to aspirate cerebrospinal fluid (csf). They performed another catheter check on (B)(6) 2021, and again they were unable to aspirate the catheter. The pump and catheter were replaced on (B)(6) 2021. Upon surgery, the hcp visualized that the catheter was blocked and ¿disconnected after the anchor in the intralaminar space¿. It was further clarified that this ¿disconnect¿ was referring to the catheter having been sheared (clean break so the catheter was in 2 pieces) not at the connection location but elsewhere on the catheter. The catheter also had a hole in the tubing. The surgeon removed the free-floating catheter piece that was remaining in the patient. The arv was 39 ml, and the erv was 37.7 ml (only 1 week post refill). There were no visible concerns with the pump. It was noted that prior to the discovery of the pump volume discrepancy and catheter malfunction, the pump was not scheduled to be replaced until elective replacement indicator (eri) in (B)(6) 2024. It was initially reported that the patient had not experienced any withdrawal symptoms. However, it was further reported that the patient had experienced an increase in pain for six weeks prior to the (B)(6) 2021 refill (no specific date provided). They could not identify an event at that time or alarms to suggest that there was a problem with the pump. There were no alarms from the pump (logs were checked with no problems). It was noted that the patient was assaulted on the weekend/week prior to the (B)(6) 2021 pump refill. There were no environmental, external or patient factors that might have led or contributed to the event. There were no suspected issues with the pump or catheter prior to the pump refill on (B)(6) 2021. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The pump would be returned to the device manufacturer. The catheter would not be returned to the device manufacturer ¿per the physician¿s direction¿. It was further clarified that the decision was made by the physician to not return the catheter; it was assessed and then discarded by the physician. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. As no catheter was returned, no catheter could be analyzed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported hospital admission occurred post-replacement.